Manufacturer narrative:
The probe was received for evaluation. A visual assessment of the returned sample showed to have excess adhesive in the nitinol-cannula junction. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to excess adhesive on the nitinol-cannula junction. Data will continue to be monitored for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic flexible laser probe had a protuberance on the shaft which prevented the probe from being inserted into a trocar during a combination cataract and vitrectomy surgery. There was no harm to the patient.